Event description:
The facility's biomed reported an infusion pump with a failure code 812:02. This report was noted during clinical use. There was no pt involved. The failure occurred during set up. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. Additional contact info was requested but no additional contact was identified.